Event description:
It was reported that cannula peeled off occurred. An opticross imaging catheter was used to view the target lesion. However, when cannulation was performed, coating of the cannula got peeled off. The procedure was completed with another of the same device. No patient complications were reported.